Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. The caller stated that the customer was not wearing the insulin pump at the time of his death, but he was wearing it the day before his death. It was stated that the customer's last blood glucose reading with the insulin pump on was 36 mg/dl. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.